Event description:
It was reported that high, out of range, pacing lead impedance, decreased r-waves, and noise were observed. Lead damage was suspected. The lead was capped and a portion was explanted and returned. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A fracture of the inner coil was noted near the distal end of the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance, decreased r-waves and noise. Outer insulation degradation was noted near the distal end of the connector boot. The silicone insulation was intact at this location.